Event description:
It was reported that this pacemaker patient presented to the hospital with presyncope. The patient was admitted and a subsequent electrocardiogram demonstrated one "dropped" right ventricular (rv) beat. It was noted that this dropped beat coincided with the rv auto threshold test. No events were stored and though the patient was dependent, no pauses were seen. The rv threshold had risen from 1.0 v to 2.1 v over the previous week and the patient had been unwell and on antibiotics. The pacemaker rv output was set to 4.5 v at 0.4 ms pending further investigation (a chest x-ray was ordered, as well as review with the cardiologist). The rv lead remains in service. Additional information received indicated that the rv lead was explanted and replaced without complication. The lead is not expected to be returned.